Event description:
.Philips received a complaint on the v60 ventilator indicating that the device had an issue with the electrical safety test during preventative maintenance (pm). The customer informed the remote service engineer (rse) of the electrical safety test not passing after resetting blade connectors on the grounding block. The rse reviewed the electrical connections that were disconnected and reconnected during the troubleshooting of the electrical safety test and found that the j3 on the power management (pm) printed circuit board assembly (pcba) was installed upside down. The customer corrected the connection, and the device began to work as expected. The device was determined to meet specification and was returned to use. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. The device was reported to be outside of use at the time of the reported problem. No patient or user harm reported.